Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion of penicillin, the administration set leaked through the filter area resulting in a delay of therapy. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
No product was returned; however, two photos were provided which were used to conduct the device investigation and no issues were identified. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.